Event description:
Covidien received information stating that an 840 ventilator had a touch screen blocked message. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended cleaning the inside of the front housing and replacing if damaged. In addition, the tse suggested replacing the touch-frame if symptoms persist. Multiple unsuccessful attempts have been made to gather information regarding the status of the ventilator. Covidien reference: (B)(4).